Event description:
"Pt. With rectal bleeding underwent colonoscopy with removal of polyp by hot biopsy and snare polypectomy. With snare polypectomy of sigmoid colon lesion, pt. Experienced profuse bleeding with arterial spurting. Esu was in endocut mode. Concern expressed that maching cut too fast. Settings were verified as correct. Attempted to control bleeding with triclips, biclips, and gold probe cautery. Unsuccessful. Transferred to hosp for transfusion and repeat colonoscopy to control bleeding, which was successful. Follow up eval of the device by affinity biomedical services verified and passed device on test parameters and settings. Device being submitted to ecri for independent eval at this time."